Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va178zy, product type: lead. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Analysis of the lead, lot va178zy, found there were no anomalies. Analysis of the stylet, found no significant anomaly; the stylet wire was bent. There were normal impedances on all circuits.

Event description:
No new information pertaining to event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va178zy, product type: lead .product ID: neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturing representative (rep) regarding a trial patient. It was reported that during an advanced evaluation, the integrity of the lead was questioned. Testing using a foramen needle showed positive at 0.6. Once the lead was placed, there was no response on 0, 1, or 3, and minimal response on contact 2 at very high settings (>7). The opposite side was accessed, tested with a foramen needle, and then the same lead was placed, with the same results. A new lead was opened and all 4 contacts initiated a positive response with <(><<)>2. The issue was resolved at the time of the report. It was noted that a surgical intervention occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.